Event description:
It was reported that intima-ii y 24gax0.75in mz prn slm npvc had a defective catheter hub. The following information was provided by the initial reporter: "during the infusion, the nurse found that the positive pressure connector on the needle could not springback, resulting in failure of the puncture and causing certain hurt to the patient¿s blood vessel."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 9077766. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24 ga x 0.75 in mz prn slm npvc had a defective catheter hub. The following information was provided by the initial reporter: "during the infusion, the nurse found that the positive pressure connector on the needle could not spring back, resulting in failure of the puncture and causing certain hurt to the patient¿s blood vessel."